Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device remains implanted and was not returned. The issue was reported to be caused by the reporter performing a pocket fill, in which the medication was administered into the patient's subcutaneous layer. Per the instructions for use of the device, refill errors including pocket fill are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report a pocket fill. During a post refill volume check, the reporter only received 17ml out of the 20ml that was expected. They reported that the patient felt very relaxed within five minutes and was claiming that they were "stoned" within 10 minutes before decompensating. The patient was administered narcan and the patient spent the night at the hospital. It was later confirmed that the patient was discharged from the hospital the next morning and they were feeling fine with no other issues.